Event description:
While performing a hardware removal of a gamma 3 trochanteric nail, the lag screw driver bent when attempting to back out the lag screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.